Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The pre-loaded wire guide was not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The device was returned with the balloon cut from the catheter at 232.3cm and the catheter was kinked and broken. The cut portion was not included in the return. A visual inspection of the device identified kinks in the catheter at 11cm, 121cm, and 170cm from the distal end of the white strain relief. Two breaks in the catheter were identified approximately 5.5cm and 117.4cm from the distal end of the white strain relief, which is likely the cause of the reported leakage. Due to the condition of the returned device, portion of the distal end cut and not included in the returned, a full evaluation of the device could not be completed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. In the report it states that negative pressure was not applied to the balloon prior to advancement through the endoscope. Negative pressure will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that negative pressure was not applied to the balloon prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the balloon catheter leaked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.